Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to have a flickering top half of the display. The lcd module was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues related to this reported event.

Event description:
The customer reported that only half the screen is showing. No consequences or impact to patient were reported.